Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during initial implant procedure, the right atrial lead dislodged as the physician was tying down the lead. It was noted that the stylet could not be advanced to the end of the lead and the helix would not fully extend. The lead was removed and replaced. There were no adverse consequences to the patient.